Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): defib conductor found distorted, distal conductor stretched, defib conductor fracture (overstress), proximal conductor fracture (overstress), and outer insulation torn. Evaluation summary: (B) (4) upon analysis it was reported that there were no anomalies found, and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported during the implant procedure the lead became stuck in sheath while removing. The lead was not implanted. No patient complications have been reported as a result of this event. Text edited 28-apr-2010: it was reported during the implant procedure the (B) (4) coil appeared to be damaged. The lead was not implanted. No patient complications have been reported as a result of this event. It was reported during the implant procedure the (B) (4) lead became stuck in sheath while removing. The lead was not implanted. No patient complications have been reported as a result of this event.